Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the clinical file was received. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. The log showed the recorded analyses does not meet the criteria needed for a ventricular fibrillation due to artifacts in segment one and very low voltage waveforms in segment three resulting in a no shock advised. The artifacts on segment 1 appeared to occur while placing pads on the patient as the analysis started. Because two segments were identified as non-shockable, the device algorithm determined that the analysis was not a shockable event. It was concluded after the review that the device operated within the limitations of the technology available. No trend is associated with reports of this type.